Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms are button alarms occurred. Reportedly, the button alarm occurred while the customer was sleeping. Customer's blood glucose (bg) level was 528 mg/dl and moderate ketones. Customer delivered a bolus to address bg levels. Customer changed the pump supplies to address occlusion alarms.